Event description:
Information received from the premier clinical study, subject: 112003. Treatment of a small unruptured saccular sidewall aneurysm measuring approximately 3.7mm x 5.32mm located in the ophthalmic segment of the right ica (internal carotid artery). The patient was on dual antiplatelet therapy. The patient¿s condition at baseline was mrs (modified rankin scale) = 0 and nihss (national institute of health stroke scale) = 0. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the proximal part of the pipeline (5mm x 20mm) did not open properly. It was stated that the issue was likely related to too much axial load to the delivery system during deployment. The pipeline procedure was later completed with successful device deployment at the target site. Post-deployment imaging showed successful wall apposition. There was no adverse event associated with this malfunction. The patient¿s condition was baseline post procedure. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.